Event description:
It was reported by repair work order that while unloading the unit from the vehicle, the legs were not locked and the unit flipped to the patient right side. One of the emts was able to grab the unit to avoid any injury. The technician identified the safety hook on the floor was installed closer to the door opening than specifications list. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.